Event description:
Customer reported experiencing intermittent. On-going high blood glucose events with highest levels noted as "high." Cause was not known. Customer changed infusion set and cartridge to resolve issue. Recommendation was made to consult a healthcare provider in regard to diabetes management.